Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR report: 3006705815-2018-01517. It was reported the patient's scs system implant procedure was abandoned. Reportedly, the physician had difficulty advancing the leads to the intended location. Eventually, the physician placed the leads but effective stimulation therapy could not be achieved during intraoperative testing. Subsequently, the physician decided to remove the leads and abandon the case.